Event description:
It was reported that post a stenting treatment procedure, a stent damage occurred. Access was obtained through the right femoral artery. The target lesions were located in the left coronary, the occluded circumflex (cx) and the proximal right coronary artery (rca). To treat the mid left anterior descending (lad) artery, the lesion was predilated and stented with a non-bsc stent. Ivus revealed severe disease with soft plaque. A 2nd non-bsc 32mm stent delivery system (sds) was advanced to the lesion and was deployed. However, the ostium of the left main was not covered and an 8x3.5mm promus sds was advanced. The stent was deployed in the ostium of the left main and immediately after deployment the stent was well positioned and expanded. However, ivus revealed residual plaque at the distal margin of the 2nd stent implanted in the proximal lad and a 3.5mm balloon was advanced for post-dilatation. Next, a 20mm non-bsc stent was deployed between the proximal and mid lad. The force used to advance the 4th sds into position caused the promus stent to compress. The stent was reduced in length as the proximal end was crushed. To treat the promus stent, a 12x4.0mm taxus stent was deployed with excellent expansion. After closing the puncture site, the patient had sudden pain to the right lower limb. The external iliac artery was completely occluded. Peripheral angioplasty was performed and flow was restored with 60-70% residual stenosis. The physician went back into the coronary and placed an additional stent in the proximal rca. The stent was post dilated to 3.5mm. Also, the right iliac artery had severe recoil with 90% stenosis, therefore a 8x6mm non-bsc stent was deployed to 10atms resulting in good distal flow. The patient was intubated and ventilated because of the large amounts of contrast used during the procedure. Two days later, the patient had elevated potassium levels and went into asystole requiring cardiac massage. The patient was re-intubated and st depressions were observed indicating severe myocardial infarction. The stent in the rca was patent with evident stenosis in the 3rd segment of the vessel. The stents in the left coronary were all patent. The patient was administered aspirin and prasugrel post procedure. The device is only ous approved, but it is similar to an approved us device.

Manufacturer narrative:
Device is a combination product. Event date and if implanted, give date: (B)(6) 2010 (B)(4). Device evaluated by manufacturer- it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. If there is any further relevant information that becomes available, a supplemental medwatch will be filed. (B)(4).